Event description:
It was reported that a patient underwent an atrial tachycardia ablation, and the patient experienced myocardial infarction that required stent placement. During an atrial tachycardia ablation case, a myocardial infarction was noticed. The patient started having st elevation after ablating the heart. The physician placed a stent in the right coronary artery (rca). The injury was confirmed on diagnostic cath. The last known status of the patient was stable. The physician believed that the injury was caused by the patient having unknown coronary disease prior to the ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31439101l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. It was noted that the reporter provided a lot number from a different thermocool smarttouch sf catheter for documentation purposes. It is unknown if it is the same lot number as the catheter involved in this complaint. Multiple attempts were made to clarify the lot number; however, no response has been received. At this time, the lot number provided has been assigned to the complaint device. If clarification is received, a correction will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).